Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Upon obtaining transseptal access with the sheath, a clot was noticed on the sheath. At this time, the physician successfully aspirated out three clots. The heparin dosage was increased and the procedure continued. The watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use. The closure device was successfully implanted. There were no further patient complications or injury were reported.